Manufacturer narrative:
One cadd-legacy 1 pump was returned for analysis in good condition with a scratched screen. Attempted to power up the device, when batteries were inserted the device immediately alarms with a blank screen. The customer's complaint was confirmed. The circuit board will be replaced to resolve the issue. The lcd and the rear housing will be replaced as preventative measure.

Event description:
Information was received indicating that a smiths cadd-legacy® 1 pump displays an alarm with a blank screen. There was no reported injury to the patient.